Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb2d1 ICD, implanted: unk. 1084t-54 lead, implanted: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had been implanted via thoracotomy and was tunneled to be connected to the device. The device had not been fixated and migrated within the patient's body. The device migration caused the rv lead to fracture just above where it had been tunneled. A portion of the lead was explanted. The right atrial (ra) lead was noted to have insulation issue on x-ray. The ra lead was explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.